Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker detected high out-of-range pacing impedance measurements, high threshold measurements, loss of capture (loc), and phrenic nerve stimulation (pns) on the right ventricular (rv) lead. The outputs were modified but this exacerbated the pns. The patient is not pacemaker dependent and there were no adverse patient effects reported. Surgical intervention was performed and a loose rv setscrew was confirmed. The rv lead was reseated into the header and the setscrew properly secured. All lead measurements were within range. The device and rv lead remain in service.